Event description:
It was reported while in use on a patient, the gui (graphical user interface) led light came on, on an 840 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and was unable to find a diagnostic code relevant to the reported event. Se replaced the bdu cpu, (breath delivery unit, central processing unit). Se ran all calibrations, extended self test (est), short self test (sst) and performance verification test (pvt) on the device and all tests passed.